Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection. There was redness and swelling. For treatment, the patient was given antibiotics and the site was cut open and drained. The pod was discarded. The patient was discharged after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.